Manufacturer narrative:
Customer stated the following information about the use of the device: product pm was completed on (B)(6) 2022. The case involved removing organs from a deceased donor. Initial start of 70 coag/0 cut. Once in abdominal cavity bovie reduced to 40 coag/0 cut (the shock occurred on this setting). Case was started with just one generator (coviden), when a second was requested (a3350) a grounding pad was placed on the left thigh under the drape and plugged into the a3350. No poor conduction indicator was ever noted. Two subsequent shocks occurred within 10 minutes of case start and pencil would have been in almost continuous use except for 2-3 minutes needed to cut the sternum and place the spreaders. Would not describe it as a burn and there was no mark. Described as a "strong shock" and yes only at the site of the recovery personnel holding the non-insulated debakey forceps. Initial thought was a micro tear in the gloves. The gloves were changed and the shock occurred again during an abdominal vessel was being cauterized. After that time the a3350 was taken out of use. Complaint confirmed. Root cause is determined to be user error in operating with non-insulated forceps while using the bovie generator - allowing the power to run through the forceps and shock the physician. This is the first complaint of its kind for this part number. First = low severity = patient = mild burns to physician = moderate. Based on the above information, no further actions are required and this can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or additional information pertinent to the investigation, a subsequent follow up report will be submitted.

Event description:
The customer alleged that the physician was being shocked/burned while using the a3350. The case involved removing organs from a deceased donor. The user would not describe it as a burn, but has a "strong shock" and only occurred where the physician was holding the non-insulated debakey forceps. The shock occurred again while the abdominal vessel was being cauterized and the a3350 was takin out of use. The physician did not require any medical attention as a result of the shock.